Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor sound quality and subsequent loss of connection to the internal device; the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.